Event description:
It was reported during the implant procedure that the lead had 'poor sensing or high impedance', at implant attempt. It was not used. (B) (4): no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however a visual inspection revealed the the helix/lobe was distorted/bent.